Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), product type catheter. (B)(4).

Event description:
It was reported that the catheter had descended from vertebra t4 to t8. It was stated that the descending level was small. An exchange of catheter would be considered in the case that the catheter descended to t10. The device system was used to deliver gabalon.